Event description:
The customer states that a patient sample generated a falsely positive toxoplasma igg result of 27 iu/ml. The customer sampled the patient again producing duplicate negative results of 0.0 iu/ml. Toxoplasma igm was also reported to be negative for this patient. The patient was being followed for apparent pregnancy. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.